Event description:
This event occurred at the end of a left ventricular electrophysiology study. Physician stated access with difficulty due to peripheral disease. About 1 hour after ablation strategy started, the patient complained of chest pain of 9 on a scale of 10. During the next application of ablation therapy, the patient went into vf according to the 12 lead ECG. Physician ceased therapy and rescue efforts were started. The ensite ec1000 was removed from the patient. O2 sats were noted in the high 90%. Cps support inserted with no change in patient status. At this point, the esi clinical engineer left the lab. A follow up call to the physicians office revealed that the patient had expired later in the afternoon.